Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery. A 4.0 x 23 mm xience prox stent delivery system (sds) was advanced to the lesion and inflated 1 time at 16 atmospheres to successfully deploy the stent. During removal of the sds, the balloon became stuck at the distal end of the 6f guiding catheter and would not release from the guiding catheter when moved forward or backward. The sds was removed with the guide wire and guiding catheter as a single unit. The physician thought that possibly the balloon had not fully deflated. It could not be confirmed how long negative pressure was applied during balloon deflation. No post-dilatation of the stent was required. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to position, difficulty to remove using a guiding catheter and the reported deflation issue were unable to be confirmed. It is likely that an insufficient time was not allowed to fully deflate the stent delivery system before an attempt was made to withdrawal the device resulting in the noted device damages (smashed shaft, wrinkled balloon) as the device interacted with the distal end of the guiding catheter thus resulting in the reported deflation issue, the reported difficulty to position and difficulty to remove from the guiding catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.